Event description:
The advocate stated that the customer's blood glucose was tested using his contour meter and his doctor's meter (brand unknown). The doctor's meter read 135 mg/dl, while the contour read 450 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product is to be returned at this time.